Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be update should further information be provided.

Event description:
Boston scientific received information via a clinical study form that the patient with this device and associated electrode, exhibited a (B)(6) pocket infection, post-implant. The patient was provided with two rounds of antibiotics: infection was resolved with no explant of product required. No subsequent adverse effects reported and to date the system remains implanted and in service.